Event description:
It was reported that during an unknown procedure, on the third firing stapling did not inject and the cutter did cut the tissue. The surgeon hand sewed to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.